Event description:
It was reported that during use of the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had abnormal increased values in platelet count in hematology tests. This occurred on 100 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: abnormal increased values in platelet count in hematology tests. Eg. From 80,000 to 13.50,000 in 6 hours. The calibration was done in order to ensure no interference from the equipment. The issue has persisted since a month, and this is the third incident which is now reported by the client.

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer and retention samples were tested and no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. Both customer and retain samples tested were acceptable in terms of both precision and accuracy. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. A discard tube must be used when using a winged blood collection set for venipuncture in order to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. A review of specimen handling parameters should be done for this tube type. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had abnormal increased values in platelet count in hematology tests. This occurred on 100 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: abnormal increased values in platelet count in hematology tests. Eg. From 80,000 to 13.50,000 in 6 hours. The calibration was done in order to ensure no interference from the equipment. The issue has persisted since a month, and this is the third incident which is now reported by the client.